Manufacturer narrative:
Additional information (30-oct-2025): siemens healthcare diagnostics service operations support (sos) evaluated the information provided by the customer, the available instrument data and concluded the investigation of the event. A customer service engineer (cse) performed routine service tasks on the atellica ch 930 analyzer. No discordant results were reported after these routine service tasks were completed. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2432235-2025-00272 was filed on 13-oct-2025.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed enzymatic creatinine_3 (ecre3) results for seventeen (17) patient samples on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported they obtained erroneously depressed enzymatic creatinine_3 (ecre3) results for seventeen (17) patient samples on an atellica ch 930 analyzer. The erroneously depressed results were reported to the physician and not questioned. The same samples were reprocessed on the same atellica ch 930 analyzer after the customer observed out of range quality control (qc). Higher results were obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed enzymatic creatinine_3 (ecre3) results.